Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A healthcare professional reported that an implantable collamer lens was implanted into a patient's eye. The patient experienced excessive vaulting. The lens was exchanged with a shorter length lens and the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H11- disregard initial MDR as it was reported in error and n/a. Claim # (B)(4).